Manufacturer narrative:
A4, a5: information unknown/asku. D6a, if implanted, give date: not applicable as the iol was not implanted. D6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the lens module and overridden by the plunger rod. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the observed issues could be identified. Visual inspection of the lens revealed that it was received crushed inside of the lens module and that a portion of the lens around the lead haptic had been torn and advanced to the neck of the cartridge. The lens was cleaned and, lens damage consistent with an overridden lens was identified as well. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain the missing information, however it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the intraocular lens (iol) the haptic broke off. The iol did not contact the patient. Consequently, there were no complications, no harm such as capsule tear or vitrectomy. The procedure was completed with a backup iol of the same model and diopter. The patient is doing well. No further information was provided.